Manufacturer narrative:
Two samples were received for evaluation. Visual inspection and functional testing revealed leaks at the spike port tubing cap of both bags, where the connector is pushed into the port tubing. The reported condition was verified. The cause of the condition was not determined. To address this issue, the supplier of the bags has been notified of this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000ml eva tpn bags leaked from the port. This occurred after compounding but before patient use. There was no patient involvement. No additional information is available.